Event description:
Medtronic received information regarding an adjustable valve. It was reported the patient had hydrocephalus and underwent a shunt procedure. The circulating nurse in the operating room opened the product¿s outer packaging box and handed the product to the primary surgeon. When the surgeon was connecting the valve to the ventricular end catheter, damage was found at the valve connection. To ensure the procedure proceeded smoothly, another valve was taken to the operating room. There was a procedure delay of 20 minutes. It was indicated that the patient was alive-with injury, however, patient injury was detailed as hydrocephalus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.